Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 20, 2014 and january 21, 2014. Investigation summary: baxter received one sample for evaluation. Visual inspection noted fluid inside the package that contained the unit. The cause of the fluid inside the package was visually identified to be untightened blue winged luer cap. A functional leak test was performed. After fill, the blue winged luer cap was hand tightened. The next day, no signs of leak were observed at the blue winged luer cap. The unit met product specification and found to be conforming product because during the functional leak test, leak was not observed when the blue winged luer cap was properly tightened by hand. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The device was filled with fluorouracil and saline. This malfunction occurred during the storage of the device. The pharmacist attempted to tighten the cap; however, this did not stop the leaking. There was no patient involvement. Additional information was requested and is not available.